Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading erratically. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 11:45am when readings of ¿347mg/dl, 223mg/dl and 97mg/dl¿ were obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lifescan¿s criteria for precision. The patient stated that she manages her diabetes using insulin and self-adjusts the dose. In response to the reported issue, the patient reported taking her usual dose of medication including sliding scale. The patient stated taking 5 units of humalog insulin at 11:45am on (B)(6) 2014. Approximately 10 minutes after the alleged issue occurred, the patient reportedly developed symptoms of ¿sweaty, shaky and dizzy.¿ the patient denied receiving any form of medical treatment in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, the correct testing process and approved sample site was being used at the time of testing. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.